Manufacturer narrative:
A field service engineer (fse) went on-site and trained the technician to replace the probe, performed alignments and confirmed qc was in range.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator got wash concentrate in the eye while troubleshooting the unicel dxc 800 pro synchron chemistry analyzer. The operator acknowledged that he was not following proper procedure and was not wearing appropriate ppe. There was no injury that occurred. The operator flushed eye with water.